Manufacturer narrative:
On (B) (6) 2010: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During the routine follow-up of this device, abnormal coil impedance value were measured. Preliminary analysis led to suspect a lead failure or a connection issue. Therefore, a system revision was recommended on (B) (6) 2010.